Event description:
During an incident call in 1999 involving a pt with bradycardis, the crew tried to pace the pt with their cm100 with kept getting a "pads off" message. The pt was transported to a hospital given rounds of medicines but they never came out of their cardiac arrest.